Event description:
It was reported that during implant, t-wave oversensing was detected. Device was reprogrammed successfully. There were no adverse consequences to the patient and the device was implanted.